Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the site was getting a c-34 error when trying to coag with the bovie pen. Technical support engineer (tse) suggested trying to power cycle the erbe generator. The site said the cut was working intermittently, but the coag was not working. Site stated both of the monopolar ports were loose. The site was able to get it to work for a moment when they held the connection at the port. They docked to the patient and still had intermittent cut but no coag. The site proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site was getting a c-34 error when trying to coag with the bovie pen, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced erbe to resolve the issue. The system was tested and verified as ready for use. The erbe unit was analyzed and found failure analysis investigation was able to confirm and replicate the reported issue. The unit was placed on an in-house system and ran in normal mode. There was a c-34 error on startup. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.